Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. In (B)(6) 2009, the patient began treatment with dianeal pd2 ultrabag, 2l (frequency and lot numbers not reported), and extraneal viaflex, 2l (frequency and lot numbers not reported), intraperitoneally (ip), for continuous ambulatory peritoneal dialysis (capd). In 2011, the patient experienced peritonitis and was hospitalized. It was unknown whether laboratory testing was performed. Remedial treatment and action taken with dianeal and extraneal was not reported. The root cause and outcome of the peritonitis was unknown. The nurse did not provide an opinion of causality.